Event description:
It was reported that during a prophylactic controller exchange, the ventricular assist device (vad) failed to restart because the nurse didn't hit the start button on the monitor after reprogramming the controller. A controller with alternate software was used in this event to attempt to restart the vad. The use of the controller did restart the vad. The patient was placed on intravenous (IV) medication for the initial prophylactic controller exchange. The vad and alternate software controller remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #:1420 / catalog #: 1420 / expiration date:30-nov-2019 / serial #: (B)(6). D9: no. H3: no h4: mfg date: 08-nov-2018. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date:31-sep-2024 / serial #: (B)(6). D9: no. H3: no. H4: mfg date: 01-sep-2023. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d4: serial or lot#: (B)(6) h3: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) and one (1) controller ((B)(6)) were not returned for evaluation. One (1) controller ((B)(6)) was returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of (B)(6) revealed that the returned device passed visual inspection and functional testing. Internal visual inspection of the controller did not reveal any anomalies. Log file analysis associated with (B)(6) could not be performed since log files were not available. Log file analysis associated with (B)(6) revealed that (B)(6) was a backup controller. Log file analysis revealed a controller power up with an associated pump start event was logged on (B)(6) 2024 at 15:26:23. Various parameters, including time, patient ID, and pump ID, were programmed following the power-up event, indicating that the power-up occurred during the initial programming of the controller. Of note, (B)(6) was loaded with a software containing an unapproved pump start algorithm. The alarm log file pertaining to (B)(6) was not available for analysis. Log file analysis associated with (B)(6) revealed that (B)(6) was a backup controller, initially in use at the time of the reported event. Log file analysis revealed a controller power up was logged on (B)(6) 2024 at 15:20:30. Various parameters, including time, patient ID, and pump ID, were programmed between the power-up events, indicating that the power-ups occurred during the initial programming of the controller and/or a controller exchange. However, log file analysis did not indicate that the driveline was connected. In addition, no vad disconnect alarm or motor start attempt was logged during the controller power up, indicating that the disable "vad stop" alarm was enabled. Of note, if a controller is programmed by the dvsa (disable "vad stop" alarm) method, the start vad button must be pressed on the monitor or power sources must be disconnected from the controller then reconnected to enable autorun for the pump to start. Otherwise, the pump will not start and will remain in a disabled mode. Information received from the site indicated that the nurse didn't hit the start button on the monitor after reprogramming the controller. Furthermore, log file analysis did not reveal any failure to restart events within the analyzed period. The reported ¿didn't hit the start button on the monitor after reprogramming the controller¿, the vad stop and failure to restart events could not be confirmed due to insufficient evidence. A possible root cause of the reported events can be attributed to the use of the dvsa method, as described in the event details. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.